Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. The customer's blood glucose level exceeded 500 mg/dl, indicated as "high." The customer took corrective action by administering a correction injection via a standard method without requiring third-party assistance. Customer technical support provided information to reset the pump, and the customer successfully reset it without the malfunction recurring. The customer was advised to continue using the pump and to contact support again if the issue reappeared.